Event description:
Douglas medical product ecoflx empty mixing containers have had multiple malfunctions of leaking partially or entirely, both in patient rooms and in medication rooms when spiked. At times it has occurred while spiking and other times it has occurred after being spiked, spontaneously leaking.